Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the wire guide became stuck in catheter and the devices were removed together. It was further noted that the catheter was stretched. A different device was used to complete the procedure.there were no reported adverse effects to the patient as a result of this product problem.